Manufacturer narrative:
(B)(4).

Event description:
The physician stated that the pt's pump had become disconnected from the fascia. The pt had 0.3 ml left in the pump at that time the pt went to the ER on (B)(6) 2011. The medication being delivered via the device system was not reported. No add'l info was provided.